Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to reload the cartridge on the pump after it came out of storage mode. The cartridge had 55 units of insulin. The customer's blood glucose level was 116 mg/dl. The customer reverted to an alternate method for insulin delivery and was able to successfully load a new cartridge.